Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that the mixing paddle was broken on the cobas e 411 immunoassay analyzer (e411) and the quality control results for the elecsys acth test system (acth) were half of what they should be. The customer stated that they pulled all patient samples that were tested during the night shift and repeated these on another analyzer to ensure that all results were correct. The customer provided data for 10 patient samples that were tested for the elecsys probnp ii immunoassay and the elecsys troponin t stat assay (tntstat). Of these, erroneous tntstat results were reported outside of the laboratory for two samples. The customer stated that no results were corrected as all repeat values were close to the original values. The first sample initially resulted as 0.077 ng/ml and repeated as 0.055 ng/ml. The second sample initially resulted as 0.140 ng/ml and repeated as 0.115 ng/ml. This patient was a (B)(6) year old female. The patients were not adversely affected. The tntstat reagent lot number was 27349701, with an expiration date of 31-oct-2018. The end of the mixing paddle was found in the bottom of the acth reagent bottle. The field service engineer replaced the mixer paddle and checked alignment. The customer ran calibration and controls; all were ok.

Manufacturer narrative:
The issue was determined to be caused by the broken mixer. The customer has not had any additional issues since the service actions.